Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during routine device maintenance, the air pump on the high flow insufflation unit was found to be occasionally not working. There was no patient or procedure involvement associated with this event.